Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a tacky fluid within the modular cable/controller connection as well as the reported damage to the modular cable jacket were unable to be confirmed. Although a specific cause for these events could not be conclusively determined through this evaluation, they did not appear to have contributed to an electrical issue. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the customer. It was communicated that the damaged modular cable would not be returned for evaluation. The heartmate 3 lvas instructions for use, rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The IFU and patient handbook further instruct the user to never submerge the driveline, modular connector, system controller, or any external system components in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. The relevant sections of the device history records for the modular cable, lot number 7575222, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-07974. It was reported that the patient¿s modular cable was exchanged on (B)(6) 2023, for wear and tear and a few open jacket spots. While exchanging the cable, a tacky fluid was found in the controller where it connected to the modular cable. The controller was then exchanged as well.